Event description:
It was reported, that during physicist testing, the collimator iris on the 9800 system was too large. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. A beam alignment and sizing calibration was completed. The image intensifier (ii) output and camera lens were also cleaned. The system was tested, and found to be working as intended, and placed back into service.